Event description:
The pt was on the table for an idet procedure with the needle in place; plugged in cable and generator shut down. Customer tried re-booting, different outlets and power cords without success. The surgeon had to abort the procedure. The idet procedure was rescheduled for 2005.